Manufacturer narrative:
Model number/catalog number: sc-2316-50. Serial number: (B)(4). Batch/lot number: 18617265. Model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient experienced loss of stimulation due to high impedance and migration. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively.